Event description:
Medtronic received information that 4 months post implant, trans-esophageal echocardiogram (tee) showed stenosis in this bioprosthetic valve. The valve was explanted and it was reported there was a tear on the strut caused during analysis. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.